Event description:
It was reported that the patient collapsed. Emergency team was informed and when they arrived at the patient the system controller alarmed with low flow. The patient was intubated and transferred to implanting center. On arrival in hospital, the controller showed a flow of 0.8 lpm and patient was in asystole. Subsequently, the patient passed away. Root cause of the collapse and the asystole was unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the device was working as expected until the time of event. The hospital did not mention a correlation between device/therapy and the event. The root cause could not be identified.